Event description:
During impaction phase the insert did not fit easily into the cup and tapping with the hammer the surgeon fractured the anterior column of the acetabulum. The shell and the liner were removed, the fracture fixed and other implants used. MFR ref # 3006639916-2014-00170.